Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised due to infection. Surgeon did irrigation and debridement. Surgeon retained following components: 1504-10-226 l j70k50 and 1506-80-005 l - 9264999. Poly exchange was done. Doi: (B)(6) 2020; dor: (B)(6) 2020 right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.